Manufacturer narrative:
An 0x1c alarm was observed indicating that the pod had reached its expiration time of 80 hours. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause infection at the infusion site. The exact cause of the reported event could not be determined. Inspection of the returned device found the housing vent to be damaged and punctured. It could not be conclusively determined when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours. The patient was taken to the emergency room and diagnosed with cellulitis. The patient was treated with amoxclaves 600mg and was directed to take for 10 days.

Manufacturer narrative:
An 0x1c alarm was observed indicating that the pod had reached its expiration time of 80 hours. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause infection at the infusion site. The exact cause of the reported event could not be determined. Inspection of the returned device found the housing vent to be damaged and punctured. It could not be conclusively determined when or how this damage occurred.